Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The usm was analyzed and reported problem of error 23087 was confirmed as having occurred in the field but not replicated. Logs recorded error 23087 coupled with error 2311 pointing to axis 3. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp where all test passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had couple of faults. Site disabled the universal surgical manipulator (usm) 1 and docked usm 4 to continue in the case. The procedure was completed with no reported injury.